Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary rx stent and delivery system was returned for analysis. Visual evaluation found the stent was fully mounted within the delivery system with the handle bent. The clear outer sheath had a significant bend and the outer sheath was broken where the blue outer sheath and clear guidewire access area meets. The inner shaft was also found to be kinked at multiple places. During analysis, it was not possible to deploy the stent as received due to the break in the outer sheath. However, the stent was successfully deployed by manually retracting the outer sheath. No other issues were identified during the product analysis. The damages noted with the device were consistent with the application of force during attempted deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent was to be used during a stent placement procedure performed on (B)(6) 2016. During the procedure, the physician began deploying the wallflex¿ biliary rx stent and the stent reached the point of no return. There was no visible opening of the stent noted under fluoro guide. The stent was removed from the patient and the procedure was completed with another wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported have "no apparent harm". This event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken where the blue outer sheath and clear guidewire access area meets. Please see block for full investigation details.